Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid dialysate. The cause of event was not reported. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics after visiting the out patient department (no further details). At the time of this report, the patient was recovering from the event. Action taken with pd therapy was unknown. No additional information could be provided as the reporter declined follow up.